Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent an orif surgery for distal tibia fractures on both sides. The surgeon inserted a dedicated guide wire to the fracture site of the right navicular bone according to the surgical technique, drilled using the drill bit in question, inserted a measured size screw by a dedicated screwdriver, and fixed the fracture site. A nurse noticed the tip of the drill bit was broken off when the nurse was about to detach the drill bit from a power tool, as the wound was checked by an image intensifier, 2 fragments of the broken drill bit were in the wound. One of the fragments was removed easily, but the other could not be removed. The surgeon did not notice the fragments during insertion of a screw because they were hidden behind a compression sleeve and couldn¿t be seen. At that time, osteosynthesis for the left foot was not performed yet, and the fragment was left once as it was. After finishing the osteosynthesis for the left foot, the surgeon tried to remove the fragment that remained in the wound again, but the surgeon couldn¿t remove it probably because the fragment was inside the bone. Eventually, the surgeon gave up removing the fragment and completed the surgery. The prolongation of the surgical time was 45 minutes. The patient¿s bone quality was very hard/good. No further information is available. This complaint involves one (1) device. This report is for one (1) drill bit ø2/1.15 cann l150/48 3flute f/. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d2b: additional pro-code: hsz, gfa, gff. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 11. Corrected data.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part # 310.221. Synthes lot # pe04372. Supplier lot # pe04372. Release to warehouse date # 20 nov 2020. Supplier #(B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2/1.15 cann l150/48 3flute f/ was broken at the tip. However, no x-ray evidence was received in order to confirm the embedded device allegation. A dimensional inspection was not performed for the drill bit ø2/1.15 cann l150/48 3flute f/ due to post manufactured damage]. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed yes as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.